Event description:
Additional information received indicates that the patient's ipg pocket was revised on (B)(6) 2021. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient was experiencing a burning sensation at the ipg site. As result, the patient might undergo surgical intervention on a later date.